Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the high frequency electrosurgical generator had an error code e433(reboot condition). There were no reports of patient harm or delay in surgery. The patient was not under anesthesia at the time of the event.

Manufacturer narrative:
The generator board is defective this supplemental report is being submitted to provide the legal manufacture's final investigation results. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the error message was due to a defective generator board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.